Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. There were no occlusions to the drain. The drain line and the drain height were within specifications. The biomedical technician replaced the high flow relief regulator which resolved the issue. The machine has been returned to use.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel, therefore, the failure mode cannot be confirmed or replicated in field testing. However, the biomedical technician at the facility stated that he replaced the flow regulator which resolved the issue. The machine has been returned to service. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.